Manufacturer narrative:
Following the incident, the dealer and an invacare sales representative went to the patient's home to evaluate the chair. They advised that they did not find any issues with the chair. They checked the joystick fault log, and there were no faults found for the day of the incident. The joystick was returned to invacare for further analysis. Through visual inspection and functional testing, it was observed that there was no damage or defect present which indicated that the joystick was the cause of the alleged event. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The dealer forwarded an email from the patient who alleged that the tdxsp-mcg power chair got stuck going forward, even though he had let go of the joystick completely, and it drove him into his kitchen cupboards. He stated that his foot was pinned against the cupboards until he was able to reverse the chair. He alleged that his foot was bleeding, his toes were swollen, the toenails were lifted off his skin, and one toe was split open. He stated that he went to the ER where they sutured his toe.